Event description:
Customer reported via phone, the insulin pump was alarming no delivery and battery out limit. Customer stated the device was in training and the device was not in use nor was it connected to the customer. Customer's blood glucose was unknown. Customer then stated troubleshooting for no delivery was not possible due the buttons were not responding. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, corroded keypad traces were noted. No physical damage was noted.